Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).